Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number: k011245 and k002188. This report is being sent to update reference to spb12 identified during ongoing investigation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered sp 3.7mm 12m m octagon (spb12) was returned for investigation. Visual evaluation of the as returned product identified the implant inside a sterile pouch; original packaging not returned. The coob is non-verifiable. Implant measured with caliper. Diameter, platform and connection size all correct. Length was 12mm not 10mm. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors, x-ray, tooth locations are not relevant to the reported event. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (spb12) dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable with the information provided. Additionally, the coob could not be verified, as the original product packaging was not returned.

Event description:
It was reported that during unpackaging the package was damaged. Implant was not placed. Procedure completed. Upon follow up the doctor confirmed that the click did not sound and seemed that the sterile barrier was damaged so as a preventive action he did not use it and took one other from stock

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Premarket identification k011245 and k002188.